Event description:
A customer reported not receiving the replacement adc freestyle libre 2 sensor, due to obtaining unspecified high scanned values. As a result, the customer had "circulation problems" and had a loss of consciousness. The customer was provided glucagon by their family for treatment. No further information was reported. There was no report of death or permanent injury associated with this event. Sensor scan of 78 mg/dl and 450 mg/dl compared to adc results of 44 mg/dl and 307 mg/dl when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date reported as "december." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving the replacement adc freestyle libre 2 sensor, due to obtaining unspecified high scanned values. As a result, the customer had "circulation problems" and had a loss of consciousness. The customer was provided glucagon by their family for treatment. No further information was reported. There was no report of death or permanent injury associated with this event. Sensor scan of 78 mg/dl and 450 mg/dl compared to adc results of 44 mg/dl and 307 mg/dl when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.